Event description:
It was reported to philips that the device fails operational check defibrillation test. It was noted the shock equipment malfunction error was observed when the clinical staff performed the operational check. It was reported the device was available for clinical use; however, there was no report of patient involvement. No adverse event involving patient or user was reported.